Manufacturer narrative:
The results of the investigation is currently in process. Conclusion not yet available-evaluation in progress. (B)(4).

Event description:
It was reported that t2 would not deploy while the surgeon was performing a meniscus repair. The surgeon then suture leaving t1 in place and tried another from same lot number and again t2 failed to deploy. The surgeon tried another lot number and was able to complete operation. There was a reported delay of 5 minutes.